Event description:
It was reported that a pump and catheter were replaced. An MRI, dye study, rotor/ roller study, x-rays, and a CT scan were all done as diagnostics and troubleshooting. It was noted that the revision segment remained implanted but was not in use. The sutureless connector and pump were replaced. The patient had intermittent episodes or patterns of lethargy and somnolence that would occur every 30 days or so and last for a few days then resolve. The dose of the pump was adjusted and diagnostic and troubleshooting tests were done. All results were unremarkable for any complications. The patient was alive with no injury and had been discharged from the hospital. The pump was infusing lioresal (baclofen).

Manufacturer narrative:
Concomitant product: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).